Event description:
The customer reported to customer service that the prongs on her power supply were sunken into the housing. Customer also stated there was no fire, flames, sparks, or injuries.

Manufacturer narrative:
The customer was sent a replacement power cord. Contact was not made with the customer to obtain additional information regarding this event. More attempts to make contact with the customer will be made. The product was received on (B)(4) 2012. Though the product has been received, it has not yet been tested / analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the prongs were sunken into the housing which is a safety risk. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.